Event description:
It was reported that the wire got detached. The target lesion was located in the moderately tortuous and severely calcified mid-right coronary artery conduit segment. An ng rotawire floppy 5 pack and rotapro burr were selected for use. During the procedure, it was noted that the wire got detached. The device was completely removed from the patient's body using the normal method and the procedure was completed with another of the same device. There was no patient complications.

Event description:
It was reported that the wire got detached. The target lesion was located in the moderately tortuous and severely calcified mid-right coronary artery conduit segment. An ng rotawire floppy 5 pack and rotapro burr were selected for use. During the procedure, it was noted that the wire got detached. The device was completely removed from the patient's body using the normal method and the procedure was completed with another of the same device. There was no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination revealed that the body of the guidewire was bent/kinked. Bents/kinks on the body were measured from distal to proximal and the distances where the kinks/bents were found. A microscopic examination revealed that the spring tip was observed bent and stretched. Total length of the guidewire was measured and met specification.